Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that there was a loss of aspiration. A 2.1mm jetstream® atherectomy catheter was selected for a total occlusion atherectomy procedure in the subclavian vein. During the procedure inside the patient, it was noted that the device stopped aspirating as there was no red flow returning back to the waste bag, only stagnant clear fluid was noted to be returning. The device was brought back to the vessel site proximal to the lesion and red flow was reestablished. The procedure was continued; however, the flow to the waste bag stopped again. The catheter was removed from the patient, re-primed then reinserted and rex mode was performed; however, no aspiration was noted. The catheter was discarded and the procedure was completed with a new catheter without any issues. The patient's status was stable.